Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer stated that he is currently in the hospital and was wondering how to look at the carb ratio. Customer stated that his glucose is at 400 mg/dl and he went in there for a blood infection. Customer stated that the last time he went in and they had him on antibiotics and it messed with the insulin. Customer only need that setting so the hospital can get him off the insulin to get his blood glucose down and get him on drip. The insulin pump will not be returned for analysis.